Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. However, the customer has advised via email that the executive processor pcb (printer) was replaced and the software was subsequently reloaded after which the iabp was returned to clinical service.

Event description:
It was reported that prior to use of the cardiosave intra-aortic balloon pump (iabp) a recurring "low helium" alarm was generated with full and 3/4 tanks. In addition, multiple error 55, 52 and 2 were also generated even though the software was reloaded multiple times. There was no adverse event reported.